Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v291389, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted:(B)(6) 2010, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) via a physician regarding a patient with an implantable neurostimulator (ins) for dystonia. A power on reset (por) condition was reported. The physician had stated the device stated "device has undergone reset, reinitialize". The rep later stated the por was cleared, showed the battery was at 2.6 and dying. The low battery was causing it to switch off and on. The battery depletion was reported as normal, patient symptom was weakness. The right side ins was explanted and replaced, with the left side ins remaining.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.